Manufacturer narrative:
Reported event was confirmed by review the provided x-rays, op notes and returned product. Device returned and technical evaluation of articular surface with hinge post extension and screw. The art surface and hinge post both show signs of wear (nicked and gouged). X-ray images provided shows moderate joint effusion as well as significant bony remodeling and resorption of the patella. Operative note received shows that there is a relaxation between the stem and the joint component in the area of the femoral component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Patient's year of birth is (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to the rotating hinge knee axis loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Implant date: (B)(6) 2017. Concomitant medical product: unknown rotating hinge femoral, catalog #: unknown, lot #: unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07419, 0001822565-2018-01170.

Event description:
It was reported the patient underwent a knee arthroplasty in 2011. Subsequently, the patient underwent a revision procedure on (B)(6) 2017 due to pain, loosening between the stem and femoral joint, and dislocation of the hinge post extension. During the procedure, the surgeon noted that the patient had massive metallosis and joint effusion. Furthermore, it was noted that the vertical bolt of the hinge post extension was in the middle of the patient's joint and the articular surface was dislocated. The surgeon removed the loose bolt and exchanged the femoral components and the articular surface.